Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: today they found during the collection of blood contamination on the tube while they checking it. They found it from inside of the tube( between the inner and outer tube) so they had to change with another tube to continue for the collection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: today they found during the collection of blood contamination on the tube while they checking it. They found it from inside of the tube( between the inner and outer tube) so they had to change with another tube to continue for the collection.